Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of detachment of device component and gel leak: precautions. ¿ "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection in lips with a syringe of juvéderm® ultra xc the needle disengaged and product ¿went into the patient¿s mouth.¿ no injury to patient, staff, or injector.

Event description:
Additional information: healthcare professional corrected that the patient was injected in the nasolabial fold and when the needle disengaged, the product had went into the patient's nasolabial region.